Event description:
It was reported that after connecting the fiber to the laser, the fiber was found to be damaged after the aiming beam came out of the fiber. The procedure was completed with a second fiber without clinical consequences to the patient. Analysis of the returned fiber identified there was a fiber body break 92.5 inches from the connector.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber damage is confirmed as analysis identified a break on the body of the fiber. Visual analysis did not identify signs of usage as there were no signs of devitrification or debris adhesion on the surface of the fiber tip. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available it is probable that excessive manipulation of the fiber may have contributed to the fiber body break. The interaction between the user and the device caused or contributed to the complaint. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed a fiber body break at 92.5 inches from the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. No damages were observed on the fiber connector. The glass cap exhibited no devitrification at output window and no charred detritus adhesion on the surface of the metal cap. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU state, caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available a conclusion code of unintended use error caused or contributed to event was assigned to this analysis. The interaction between the user and device, caused or contributed to the observed fiber tip damage.